Event description:
During a follow-up in clinic, there was a loss of capture noted on the left ventricular (lv) lead. The lead was explanted and replaced, and during the replacement procedure, a cut was noted on the lead insulation which may have been due to the initial implant procedure. The patient was stable with no consequences.

Manufacturer narrative:
Additional information: a complete lead was returned in one piece for analysis. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find insulation cut, however electrocautery damage to the lead body was found. The cause of electrocautery damage to the lead body is consistent with procedural damage. The reported events of no capture and a cut on the insulation were not confirmed.